Manufacturer narrative:
Beckman coulter application specialist assisted the customer evaluated the dxc 700 au clinical chemistry analyzer. The customer during troubleshooting found the roller tubing was damaged and flat. The customer replaced the roller tubing to resolve the issue. The system performance was verified successfully. The customer was satisfied with support. Section a2, a4, and a5: see section b6 for patient details. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erroneously high creatinine (cre) results for one (1) female neonatal patient sample involving their dxc 700 au clinical chemistry analyzer. The neonatal female patient was born in (B)(6) 2023 had been diagnosed with alveolar rhabdomyosarcoma and was receiving chemotherapy treatment. Due to the worsening kidney function, the patient hospitalization was prolonged. The patient hospitalization was prolonged due to false high cre results.